Event description:
On (B)(6) 2026, it was reported that dr. (B)(6) called in and was advised returning the broken silent nite appliance for credit. Additional information received reported that the anchor broke off while the 31-year-old, male patient was sleeping. When the patient woke up, he noticed the device was broken. The date of event is unknown but the patient stopped using the device on the day the device broke. There was no injury or adverse event to the patient and no medical intervention was required.

Manufacturer narrative:
The device has been received but not yet evaluated. Once the investigation is complete a supplemental report will be submitted. Manufacturer reference #: (B)(4).